Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a complete lead was returned for analysis. X-ray examination of the lead found the inner coil was over torqued at the connector pin region, the helix retracted and clogged with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high capture threshold and failure to capture. It was also noted that the lead had dislodged and confirmed via diagnostic imaging. The lead was explanted and replaced with new lead as a result. Patient condition was stable.